Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned insulin pump for alleged no delivery/occlusion alarm - unknown timing and high bgs found on october 17, 2021. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No delivery/occlusion alarm was not noted during testing. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded insulin pump history files and traces using thus software. No relevant no delivery/occlusion alarm was noted in the insulin pump history files or traces. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor, however moisture damage was found isolated to the battery tube. Force sensor zero offset within specifications (22.9 mv). The following were also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, battery tube threads - cracked, cracked retainer, and label damage. Unable to verify customer's complaint for high bgs. No delivery/occlusion alarm was not confirmed during testing. Retainer ring damage was confirmed. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin flow blocked alarm. Troubleshooting was performed. Customer's blood glucose level at the time of incident was 26.4 mg/dl and blood glucose level at the time of call was 3.4 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump and manual injection. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.